Event description:
As reported: "variax superior lateral plate was used and the locking screw was not locking in the distal hole. (2 locations)".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. An nc and a CAPA had been previously address in order to address the recurring incident regarding locking issues with variax2 t8 and t10 screws. The design modifications resulting from the CAPA in order to increase the torque to failure of t10 screws have not been implemented yet (as of (B)(6) 2025). Nc and CAPA investigations have determined that user-related error is the most usual root cause of the locking issue, such as applying excessive torque during implantation or inserting the screw outside the recommended ¿15° to 15° range. However, without the devices, it was not possible to perform a complete investigation and therefore, the root cause of this complaint could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "variax superior lateral plate was used and the locking screw was not locking in the distal hole. (2 locations)."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.